Event description:
It was reported that the during a tsa procedure, when removing the vaultlock trial from the patient when trialing, the central peg broke off the body of the trial. The broken peg was retrieved and no other pieces are missing from the trial - all components of the broken device are accounted for. After the malfunction, the case continued and was completed per technique without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.